Event description:
It was reported that this patient had syncope. During a follow up possible premature battery depletion was suspected and a review was sent to technical services (ts). This case was forwarded to engineering by ts for further analysis, and engineering confirmed that the device showed unexpected battery behavior and should be replaced and returned. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least sixty days. In addition, battery diagnostics data indicated that the power consumption of this device had been increasing during the past year. The device is currently consuming more than two times the expected power consumption and consumption is expected to continue to increase further. No adverse patient effects were reported. Subsequently the device was explanted and was returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient had syncope. During a follow up possible premature battery depletion was suspected and a review was sent to technical services (ts). This case was forwarded to engineering by ts for further analysis, and engineering confirmed that the device showed unexpected battery behavior and should be replaced and returned. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least sixty days. In addition, battery diagnostics data indicated that the power consumption of this device had been increasing during the past year. The device is currently consuming more than two times the expected power consumption and consumption is expected to continue to increase further. No adverse patient effects were reported. This device currently remains implanted. Additional information noted that this deice was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient had syncope. During a follow up possible premature battery depletion was suspected and a review was sent to technical services (ts). This case was forwarded to engineering by ts for further analysis, and engineering confirmed that the device showed unexpected battery behavior and should be replaced and returned. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least sixty days. In addition, battery diagnostics data indicated that the power consumption of this device had been increasing during the past year. The device is currently consuming more than two times the expected power consumption and consumption is expected to continue to increase further. No adverse patient effects were reported. Subsequently the device was explanted and will be returned. No additional adverse patient effects were reported.